Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer was in the hospital due to his sugar levels. The customer was assisted with switching the pump to audio and turned off vibrate. No further information reported regarding the customer's hospitalization. The insulin pump will not be returned for analysis.